Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential cause of the reported no image malfunction was due to accidental failure of the dx board which was likely attributed to excessive force or an application of static electricity or the like to the sdi output terminal or its periphery, and a symptom in which an image is not output from the sdi occurred. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: precautions for installation and connection. Properly and securely, connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced unit was returned to the olympus service center. The evaluation confirmed the reported malfunction as an inspection was performed and unit failed inspection due to no output signal from sdi1, sdi2, dvi, rgb, composite and y/c due to faulty dx boards. Additionally, there is poor connection at scope socket with video endoscopes and camera heads. The unit is pending repair. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The onsite support specialist reported, following a therapeutic bronchoscopy procedure, the evis exera iii video system center was found to have no image. The intended procedure was completed using the same device. There was no delay and no devices were replaced. No patient death, injury or adverse outcome was reported.